Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the user reported that the device touchscreen was unresponsive. Upon inspection, the user observed a small crack on the device. Blood glucose was not affected.